Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 10/14/2015 and found and replaced the diluent filters (fls1 and fls3) to resolve the leak. The fse performed verification of the instrument to meet the specified requirements per established service procedures. (B)(6).

Event description:
The customer reported that approximately less than 1 ml of yellowish fluid leaked onto the counter from the coulter ac t diff analyzer. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection to the event. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, glasses and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.